Event description:
It was reported that externalized conductors were noted via fluoroscopy. All electrical measurements were normal. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 7.0-9.1cm from the lead tip. Internal insulation abrasions were found at 25.8-27.0cm and 27.8- 28.2cm from the lead tip. The etfe coating was intact at these locations. Internal insulation abrasion was found at 28.5-29.5cm from the lead tip. The etfe coating was abraded at this location.